Event description:
The customer reported the device will not power up on battery. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device will not power up on battery. There was no reported pt involvement. The device was evaluated by a philips repair bench technician and confirmed. It was found that contact pins on the battery pca were damaged in slot a. The defective battery pca was replaced ue to bent contact pins to resolve the problem. The device passed all performance assurance tests. The device was sent back to the customer for use. This was a malfunction of the therapy pca that caused the device to turn on battery only in slot a.